Event description:
Reportedly, the patient was brought into radiology for a htn required renal MRI to evaluate for renal artery stenosis. During the exam, the patient complained of burning sensation over the left chest wall and midline. The symptoms were resolved when the patient was removed from scanner. Two days later, the patient returned with a superficial erythema and small blister on the chest where the ECG leads were attached.